Event description:
It was reported that approximately 10 weeks after tlif with peek device and infuse bone graft, patient began having increasing pain. MRI showed "fluid levels in the epidural space and a cystic appearing lesion involving the vertebral body just posterior to the peek device, which was also inverted. The pt underwent a biopsy and culture and this was noted to be benign. The bone scan, c-reactive protein, and sedimentation rate were all noted to be normal." It is unknown if the infuse bone graft contributed to the reported event.